Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display after completing a set/site change. The customer stated there was no damage or corrosion present on the battery cap. Customer reported the drive support cap was flush with the insulin pump's casing. The customer stated a new battery insert did not resolve the blank display. Customer's blood glucose was 7.3 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.